Manufacturer narrative:
Root cause: the samples returned for evaluation had excessive damage. Therefore, a root cause could not be returned for evaluation due to the condition of the samples. Corrective action: a corrective action will not be taken at this time due to the root cause determination. However, if additional samples are received, further investigation will be conducted. Investigation summary: an internal complaint ((B)(4)) was received indicating that a manifold (part number 31-3225, lot 40883080) failed during an angiography procedure when it cracked and leaked from the rotating luer hub. Pictures were received and confirmed the manifold was cracked. Samples also were reported to be available. These were received november 29, 2016, and were shipped to the deroyal plastics group for evaluation. The samples received were found to be in very poor condition. An email was submitted to deroyal's international support representative to request information from the customer concerning the condition of the samples. The samples appear have been submerged in some type of substance, which can be removed from the outer surface of the samples. Additionally, the ports and handles are damaged. On one sample, a rotator is cracked near the o-ring seat, and on another sample, every cylinder is cracked. The customer did not provide any additional information other than indicating the product was damaged during single use. The device history record for the reported lot number was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. Quality control identified body part 363225 and lot 41409435 were used to assemble the reported finished good part. No cracks on the body were observed during the assembly process or the 100 percent inspection. Deroyal sold (B)(4) of this part number in 2016. There was no other like reports received. Preventive action: a preventive action is not being taken at this time. The investigation is complete at this time. This report will be updated if new and critical information is available.

Event description:
The manifold failed during an angiography procedure. The product was cracked and leaked from the rotating luer hub while connected with the pressure monitoring line.

Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating that a manifold (part number 31-3225, lot 42584500) failed during an angiography procedure when it cracked and leaked from the rotating luer hub. Pictures were received and confirmed the manifold was cracked. Samples also were reported to be available. These were received november 29, 2016, and were shipped to the deroyal plastics group for evaluation. As of the date of this report, the evaluation is ongoing. This report will be updated when the evaluation is complete. The device history record for the reported lot number was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. Quality control identified body part 363225 and lot 41409435 were used to assemble the reported finished good part. No cracks on the body were observed during the assembly process or the 100 percent inspection. The investigation is incomplete at this time. This report will be updated when new and critical information is available.

Event description:
The manifold failed during an angiography procedure. The product was cracked and leaked from the rotating luer hub while connected with the pressure monitoring line.